Event description:
Caller indicated the relion confirm meter was reading high. Customer had a reading of 306 in the am before breakfast and treated with insulin. Did not feel well after that. Took reading before lunch on relion confirm and had a result of 316. Customer did not feelt that could be correct and took a reading on husbands meter (accucheck aviva) which resulted in a reading of 216. Controls not used.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.